Event description:
It was reported that a malfunction occurred on the pump without any notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues arise again, which the customer acknowledged and understood.